Event description:
Note: this report pertains to one of two flexima biliary stents used in the same procedure. Manufacturer report # 3005099803-2012-01165 addresses the first device, while manufacturer report # 3005099803-2012-01166 addresses the second device. It was reported to boston scientific corporation that two flexima biliary stents were used during a stent placement procedure performed on (B)(6) 2012. According to the complainant, the stents were being placed in a malignant biliary stenosis. During the procedure, when the first stent was attempted to be released, resistance was met and the guide catheter broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The second stent was inserted; however when the stent was attempted to be released, resistance was met and the guide catheter also broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two flexima biliary stents used in the same procedure. Manufacturer report # 3005099803-2012-01165 addresses the first device, while manufacturer report # 3005099803-2012-01166 addresses the second device. It was reported to boston scientific corporation that two flexima bilary stents were used during a stent placement procedure performed on (B)(6), 2012. According to the complainant, the stents were being placed in a malignant biliary stenosis. During the procedure, when the first stent was attempted to be released, resistance was met and the guide catheter broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The second stent was inserted; however when the stent was attempted to be released, resistance was met and the guide catheter also broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The delivery system and stent were returned for evaluation with the stent separated from the delivery system. The suture was found detached from the push catheter and was not returned for evaluation. Visual evaluation revealed no damage to the stent. The push catheter was found twisted and the suture hole of the push catheter was torn. The guide catheter was found stretched and broken. Multiple kinks (suture impressions) were noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during the attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context a review of the device history record (DHR) was performed and no anomalies were noted.

Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(6). (B)(4) for the reported event of guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.